Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received two inappropriate shocks for svt. The patient was undergoing physical stress training at the time. The device was reprogrammed. The patient's condition was stable.